Event description:
Procedure type: not available. According to the reporter: the balloon would not blow up if the camera was in the trocar. There was no delay over 30 minutes. There was no unanticipated tissue loss. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Procedure was a laparscopic inguinal hernia repair.